Event description:
It was reported that there were signs of withdrawal 24 hours post-operatively. It was noted that no actions were required. It was no ted that the patient was ¿doing fine¿ at the time of report. It was noted that the complete prime was done and confirmed. It was reported that ¿underdose symptoms¿ was associated with the event. The pump system was delivering baclofen, dilaudid, bupivacaine and clonidine. The patients status at the time of report was ¿alive-no injury.¿ additional information received reported that the baclofen was part of a compounded cocktail. It was noted that patient was ¿ok.¿

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).